Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause was not determined. The rep reprogrammed device today and patient now has appropriate coverage. However the battery was not holding a charge well after last od therefore battery replacement scheduled for (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the battery had not worked for one year. Patient did not charge for a while and then a year ago realized could not connect with battery. Patient forgot to charge. The rep tried to interrogate battery and it was confirmed battery was in overdischarge. Rep will call patient to begin pmr process at home since patient did not bring programmer or controller to office. Issue not resolved at this time. No symptoms reported. No further complications were reported/anticipated. Additional information received from the manufacturing representative (rep) indicated that the patient¿s device is currently in overdischarge. They mentioned that they will be performing a physician recharge mode. Patient services reviewed troubleshooting steps. No further complications were reported or anticipated. Additional information was received from the rep. It was reported that the rep met with the rep and cleared por. It was noted that 8-15 had high impedances on all contacts. Rep switched programming to 0-7 lead in order to reduce energy burden.